Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence alleged failure: anchor broke stuck in hip. Probable root cause: design: - raw materials too weak for application, - sharp edges at distal dip of device, - shaft diameter too small. Process: - knot pusher not manufactured to specification, shaft diameter not to specification, - incorrect materials used during manufacturing application, - excessive force. (B)(4).

Event description:
It was reported the inserter stuck in the bone and broke off.

Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the inserter stuck in the bone and broke off.